Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons are unresponsive. The incident reportedly occurred on (B)(6) 2012 and the patient switched to a back-up plan for insulin delivery. The reporter denied any damage to the keypad but confirmed that the pump has been exposed to water. The patient reportedly wears the pump on the outside of his clothing and cleans the pump with a damp cloth. There is no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok keypad button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of contamination found under the up, down and ok key contacts. There was moisture found in the pump and behind the display lens. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.